Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: at least I/2 of each box seems to contain defective needles ie we cannot expel the med through. Even with excessive force.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: at least I/2 of each box seems to contain defective needles ie we cannot expel the med thru... Even with excessive force.